Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device's jaw was difficult to open after sealing. The device's jaws were needed to be opened manually without cutting any tissues out of the jaws. A generator was used with the device's setting. A new similar device was opened to continue the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. The customer reported that jaw of the device was difficult to open after sealing. The jaws opened and closed normally using the handle. The knife extended and retracted smoothly using the trigger. The knife cut was tested on a silicone test strip with acceptable results. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.